Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation, updated event date and device received. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a group of striations, indicating contact with unshod instrumentation, on the inlet tube of the pump. Testing revealed this to be a site of leakage. A separation was noted in the reservoir strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the separation in the reservoir strain relief revealed it to have striations surrounding the separation, indicating the area had been in contact with unshod instrumentation. Groups of partial separations are noted on the inlet tube of the reservoir. Testing revealed these are not sites of leakage. Abrasion was noted on both exhaust tubes of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. The information received indicated there was tubing fracture. The diagram received with the returned product indicated the inlet tube of the pump as the malfunction site. Microscopic examination revealed that area to have damage due to unshod instrumentation. However, because no functional abnormalities were noted with the returned components other than those attributed to instrument damage, quality cannot confirm the complaint as reported. The information received noted the device was assumed functional for approximately two years prior to the malfunction, indicating the instrument damage most likely occurred during the explant procedure and not the cause for the reported failure. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument damage on the reservoir strain relief and inlet tube of the pump occurred subsequent to the device packaging being opened. In addition, the separation noted in the reservoir strain relief most likely occurred due to the unshod instrumentation damage and removal of the reservoir at explant. Because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that these two separation sites most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fracture.